Manufacturer narrative:
An event of improper or incorrect procedure or method and heart block after the implant were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the exact cause of the reported heart block could not be conclusively determined. It is possible that patient's underling comorbidities could have been contributed to the reported event. However, this cannot be conclusively determined. The reported unexpected medical intervention was result of case specific circumstances, as temporary pacemaker was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 4648.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of first-degree atrioventricular (av) block. The length of the membranous septum was 4.2mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, unknown balloon. The patient went into a left bundle branch block (lbbb) and it was noted to be a transient event. During the procedure, the valve was able to be implanted successfully at a depth of 7mm on the non-coronary cusp. The patient subsequently experienced recurrent heart block and the temporary pacemaker was placed for monitoring. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, unknown balloon. The patient went into a left bundle branch block (lbbb). During the procedure, the valve was able to be implanted successfully. It was noted that the non-abbott wire was stuck in the ds. The patient was in a stable condition.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.